Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous mid right coronary artery. After pre-dilation, a 3.0x24mm promus element stent was advanced for treatment, but could not cross the lesion. Upon removal, it was noted the stent edge had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.